Manufacturer narrative:
The reported event is confirmed. Inspection noted that the post had broken off the adjustable anchor. The missing anchor post was not returned with the sample. The mesh implant had been sectioned and the fixed anchor was not returned with the sample. The actual root cause could not be determined; however, possibly due to excessive force used during the surgical procedure. (B)(4).

Event description:
(B)(4). It was reported that when attempting to place the mesh, the anchor broke. There was no injury to the pt.